Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately displayed an "attach pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll; the malfunction was observed during review of the device's history log; however the device was operating to specification. The customer had attached an incompatible type of electrode pads to the cable when they were performing self-test. The device appropriately prompted an "attach pads" message when it was unable to detect the attached pads. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.